Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. There were signs of abrasion along the lead body and the insulation was found rubbed through in the distal part of the lead. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Further damages such as the deformation of the proximal shock coil and the conductor fractures between the yoke and the connector pins most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because of a possible rv lead fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.